Event description:
On 11/20/1998, the facility's or supervisor and rn informed the manufacturer's (MFR.) Sales representative of the following: the surgeon attempted to place the device. He dilated and placed the sheath in the vessel; however, the sheath was too small to advance the catheter. Another device was opened and the introducer kit was removed. The surgeon realized it was also too small (8 french, should have been 10 french). As a result, another type of device was placed. No further details are available.